Event description:
It was reported to resmed that a pt went to the emergency room (ER) due to severe coughing from a burning smell that was emitted from the CPAP unit.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed has made multiple attempts to obtain the CPAP info along with the alleged severity of the coughing, which resulted in the pt allegedly going to the ER. No additional info has been provided to date.